Event description:
The pt's family member reported that the pt stopped responding to sound. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to MFR's specs. Explantation/reimplantation surgery was done in 2000. The healthcare professional has been informed that the explanted device should be returned to cochlear corp.